Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test wells in question appeared visually negative. An immucor field service engineer visited the customer site to assess the testing instrument.

Event description:
On 10jun2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2016.